Manufacturer narrative:
Device evaluation summary: device evaluation of battery sn (B)(4) has been completed. The reported problem (unable to charge battery) has been confirmed. As received, the battery was unable to power on a monitor or charge. The cause for the failure was isolated to loose bus bars inside of the battery. The root cause for the loose bus bars could not be positively identified. No adverse event resulted from the defective battery pack.

Event description:
A us distributor reported that a patient's battery pack was not holding a charge.